Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that a patient with this artificial urinary sphincter was instructed to activate the device at home one week after implantation. The patient mentioned using the device but had noticed changes in continence compared to the previous device. The patient reported situational leakage when standing up or twisting their torso, among other activities. Additionally, it was noted that the pump bulb felt flatter and was compared to a lifesaver. The patient stated visiting the physician assistant in the office, who evaluated the device and confirmed that it was activated and functioning properly. It was suggested to the patient to call the doctors office to make an appointment with the doctor for a thorough device evaluation. There were no further patient complications.